Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to see insulin drops exit the infusion set tubing during the fill tubing process. After the contact changed the cartridge and infusion set, insulin drops were able to be seen. The customer's blood glucose level was 135 mg/dl.